Manufacturer narrative:
Only the battery holder with 8 batteries was returned inside a plastic bag. As per manufacturing task instructions, the voltage must be no less than 12.20 v. Holder voltage was: low circuit = 6.35v & high circuit = 12.72v. Therefore, results were within parameters. No overheated evidence was observed in battery holder or batteries. No additional testing can be performed since handpiece and electrical cables were not received. Therefore, a full device investigation cannot be performed since an incomplete unit was returned.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were hot and smoke was observed to come from them. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were hot and smoke was observed to come from them. There was no patient involvement, and there were no user injuries or adverse consequences.